Event description:
Complainant alleged that during a routine shift check, an intermittent "defib pads short" message appeared on the display with nothing attached to the cable. There was no pt involvement during the reported malfunction.